Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided. The customer continued to use the pump for insulin therapy.